Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (70629u119, 70629u124) were implanted, reducing the mr to 2. On (B)(6) 2017, the patient developed severe mitral stenosis, with a mean pressure gradient (mpg) of 12mmhg. The patient is currently stable and treated with medical therapy. The patient will be assessed within 2-3 weeks. No additional information was provided.